Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: on examination, the keypad was intact without damage. On testing, all keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed no contamination of the contacts of the keypad buttons. Investigation did not duplicate the complaint. Unrelated to the original complaint, the pump case was cracked. Leak testing revealed a leak at the site of the case crack. There was evidence of moisture and moisture corrosion in the internal compartment of the pump affecting the internal pump components; all circuit boards, the display and near the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.